Event description:
It was reported that an occlusion alert occurred on the ilet, insulin delivery was automatically suspended, and the user did not recognize that troubleshooting was required until contacting support; the infusion set and cartridge were replaced, and insulin delivery was resumed after a guided walk-through. Symptoms included interruption of insulin therapy with risk for hyperglycemia. Outcomes included temporary loss of therapy until the supply change was completed. Investigation included customer interview and guided troubleshooting with visual inspection of the infusion set, tubing, and cartridge during the supply change. Investigation of this case revealed no visible abnormalities in the infusion set, tubing, or cartridge and identified user technique errors during the supply change process. It was concluded that the event was consistent with an occlusion with user error in supply-change technique contributing; the device functioned as designed by suspending insulin on occlusion and resuming after correction and proper setup.